Event description:
This is a spontaneous report received from an adult female consumer (age unknown) on (B)(6) 2025 who used col tb 360 total advanced floss tip which handle was of metal, and it was too heavy causing the tooth to crack in half. There was no medical history provided. On (B)(6) 2025 consumer used col tb 360 total advanced floss tip (lot no. 2023101714) for flossing the teeth. Consumer reported that the col tb 360 total advanced floss tip handle was metal, and it was too heavy. After using the product for the first time, it cracked her left molar tooth in half. Consumer consulted a dentist and received treatment for the cracked tooth, which included a root canal procedure performed on (B)(6) 2025 and half of the crown insert was completed on (B)(6) 2025. She is scheduled to receive a permanent crown on (B)(6) 2025. On (B)(6) 2025 consumer stopped using col tb 360 total advanced floss tip. At the time of this report consumer had not recovered.